Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The transseptal puncture was posterior due to the patient anatomy. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) and straddling was performed. The "m" knob was turned; however, the device deflected posterior and up, in an unexpected direction. Several attempts were made to position the device. The physician then decided to verify that the blue markers were aligned correctly and the clip was pulled back into the sgc. Once the cds was almost completely retracted into the sgc, the alignment was noted to be correct. The decision was made to replace the cds with a second cds. The procedure continued with implantation of two clips and the mr was reduced from grade 4 to grade 2. No adverse patient effect occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue/difficulty positioning was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported from this lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue/difficulty positioning could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended and thus was unable to confirm the reported difficulty positioning the clip delivery system (cds). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.